Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead was found to have fractured. The svc coil of the lead was programmed off, was later repaired, and the rest of the lead remains in use. No patient complications have been reported as a result of this event.